Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test and force sensor test. No missing segments anomalies were noted. Device received with missing retainer ring and reservoir tube lip o - ring. Unable to perform displacement test or occlusion test and p-cap or reservoir will not lock properly due to missing retainer. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No replace battery alert or replace battery now alarm noted during testing or in the device trace download. Device received with broken belt clip rail. Device received with faded and stained serial number label. Device received with minor scratched display window, case and keypad overlay. Device received with cracked keypad overlay at select button. The weight of patient with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 495 mg/dl. The sensor glucose was 95 mg/dl. Customer also reported that, the insulin pump was not holding battery and o- ring came off the reservoir compartment and reservoir still locks into place not as tight as it used to belt clip rail broke he does not use the clip and also reported that, the segments were missing. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.